Event description:
It was reported to philips that the therapy cable has a crack in the insulation.

Manufacturer narrative:
The field service engineer (fse), evaluated the device. And found the therapy cable damaged. The therapy cable needs to be replaced. Upon conclusion of the evaluation. It was determined, that the therapy cable requires replacement. It was replaced. The device passed testing and was put back into service.